Event description:
An eye care professional reported that a pt experienced pain, left eye, associated with wear of dailies aquacomfort plus contact lenses. Event diagnosed as central corneal ulcer (1 to 2 mm) with slightly reduced vision during the event and was treated with tobrasone & kloramfenikol. Event has resolved. A big fragment on the lens with a hole in the middle was noted by the doctor and is thought to be the cause for the pt's pain. No microbiological culture was taken. There was no anterior chamber reaction reported and corneal scarring is not anticipated. The visual acuity after this incident was reported 0.9 for the right eye and 0.7 for the left eye. No additional info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central non-infectious corneal ulcer." An eval of the returned product is underway by mfg. If any abnormality is found, a f/u report will be provided. (B) (4).